Event description:
Patient reported their ss meter showed a blood sugar level of 25 mg/dl compared to a blood sugar level of 132 mg/dl obtained from a hcp meter. The results were obtained 2 minutes apart. No symptoms were reported. Pt cleans their meter wtih alcohol, a practice warned against by the MFR. Test strips and solution were expired. Lfs rep reviewed cleaning and control solution usage. A replacement meter and supplies were sent out to pt. No allegations of harm have been made.